Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic oophorectomy and salpingectomy procedure, pneumoperitoneum leakage occurred. The air leaked because the upper seal of the device could not be closed completely. The surgeon used forceps through the trocar, but air leaked. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that that device was received with the obturator inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. The obturator, cannula, trocar, envelope and circular seals appeared intact. Pmv performed functional testing, the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.